Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. After receiving this complaint, we searched for other complaints and we found one similar complaint on this lot. Checking the quality databases revealed no anomaly in connection with the described defect. We did not received the expected sample. The balloon burst issue is known and monitored on a monthly basis. Possible root cause is a weakness area in the silicone material of the balloon. No other corrective action will be implemented as the specific trend for balloon burst of this product family is considered acceptable as per the threshold.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, balloon fell off during indwelling due to balloon burst. The physician replaced with a new catheter immediately, no clinical consequences reported. No residue/particle remains in patients body.